Event description:
It was reported that totalcare bariatric rental-new (product code p1840dre0001, serial number (B)(6)), had the brakes not holding. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the caster needed to be replaced. Per the baxter service manual, the totalcare bariatric bed and totalcare bariatric plus therapy system require an effective maintenance program. We recommend that you perform semiannual preventive maintenance (pm). Pm will minimize downtime due to excessive wear. Inspect the casters for proper mounting, excessive wear, or tread damage. Replace as needed. Verify proper operation of the brake system. Adjust as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in sep 11, 2024. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the caster to resolve the reported event. Based on this information, no further action is required.